Event description:
Customer reported that her device turned off unexpectedly, displaying only a black screen, which resulted in a visit to the emergency room. It was not reported if the customer experienced a high or low bg level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.